Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: evaluation at the chu shows that these implants are intended for use in the fixation of fractures of the distal humerus. The 3.5mm lcp extra-articular distal humerus plate technique guide, j8913-a, and the 3.5mm lco humerus plates technique guide, j5465-e, were reviewed. The plate was received intact showing surface scratches and wear marks consistent with use. Four intact locking screws and one intact cortex screws were also received with wear to the threads and hex drive consistent with implant and subsequent explant. There were no detected issues with the intact screws and plate. One locking screw, reported to be from the 212.1xx part number family, was received with the threaded portion broken off directly below the head. Three cortex screws, reported to be from the 204.8xx part number family, were received with the threaded portion broken off approximately 6.7mm, 7.0mm, and 7.7mm from the proximal end. The breaks were all roughly transverse. The balance of each the broken screw shows wear to the threads and drive mechanism. Thus, the complaint condition is confirmed as one locking screw and three cortex screws were received broken, but cannot be replicated since the screws are already broken. The complaint condition is confirmed the designs were found to be sufficient for their intended use. It was reported that the patient experienced a fall which likely impacted the complaint condition. However, without additional information regarding the specific conditions at the time of the break, the root cause could not be definitively determined. The assessment was found to adequately address the complaint condition. Therefore, the complaint condition was determined to not be the result of a design deficiency. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is scheduled for a distal humerus revision surgery on (B)(6) 2015 status post falling and braking a plate and 3 screws (3.5mm locking and/or cortical) that were originally implanted on (B)(6) 2015. The surgeon plans to remove all implants and replate with new screws. A revision surgery was performed on (B)(6) 2015 in which an intact 6 hole extra-articular distal humerus plate, 5 intact screws, and 4 broken screws (1, 3.5mm locking and 3, 3/5mm cortex) were removed. The patient was replated with a 8 hole extra articular distal humerus plate and 8 locking screws. The procedure was successfully completed with no surgical delay. This report is for 3 unknown 3.5mm cortex screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 3 unknown 3.5mm cortex screws. Partial number reported as 204.8xx. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.